Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Requested but not returned by hospital.

Event description:
It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2016 due to dislocation caused by patient fall. The tibial bearing was removed and replaced.